Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device worked as intended during the initial procedure with no issues noted. The surgeon uses a black reload for the first firing then either black or green for the second.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure that the patient has diabetes with bmi of 36 or 37 with a previous band placed with another surgeon which was removed 3 months prior to procedure. A couple of days after the procedure patient went to the ER with tacacardic and dehydration. Gi series found a 5 mm hole. Patient developed pe pulmonary embolism. Gi put in a stent which was not handled well. Stent was left in 8 weeks then removed. Patient had a bloody bowel movement and still had the leak. Another stent was installed and left for 5 weeks removed on (B)(6) and the leak appears to be healed.